Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation under the electrodes from the lifevest. The patient's physician advised the patient to remove the lifevest periodically to help alleviate the discomfort caused by the lifevest. During the follow up call to the patient, it was reported that the patient was rushed to the emergency room. There are no allegations that the patient was hospitalized due to an injury caused by the lifevest. It was reported that the patient's skin irritation improved.